Event description:
A patient reported that they moved to step 12 aligner and there is a very uncomfortable gap. A gap that will not get filled in because their teeth aren't even moving that direction. It's too uncomfortable to wear. They tried soaking the aligner, using chewie, none of this helps a big gap that doesn't make sense. The gap is the width of teeth not height. The patient asked for new impressions. The patient was seen by their dentist, and the dentist recommended the patient stop wearing the aligners & get braces. He said their teeth are worn in areas they shouldn't because of the rubbing, he is concerned.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.